Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was micro-dislodgement on the right ventricular (rv) lead. There was an unstable, increased and high thresholds on the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.